Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display and keypad anomaly. The customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump time was not on display. Customer also reported that the insulin pump had failed battery test alarm. Partial display issue did not resolve by changing the insulin pump battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.